Event description:
Customer's mother reports that customer received a no delivery alarm during a bolus delivery and also received signal too low alarm and off no power. Customer's blood glucose was 172 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer was advised to monitor insulin pump until replacement arrives. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.